Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient states that, she felt issue with the lens (unspecified) as it was not performing as expected. The patient depth of perception is off, she is unable to drive comfortably. The patient has a sweet spot at about three feet that she can see clearly. The patient has a dark shadow peripherally (half moon), that she felt it is getting larger. The patient has seen a retinal specialist and was told everything was fine but did have mild macular degeneration. The patient physician stated, she needs to have yttrium aluminum garnet (yag) but once that is done would not be able to have any additional procedures. The patient¿s doctor also performed "bag" procedure with a membrane that was placed on her cornea to help healing, after the surgery in her left eye she had to have "tap" due to increase pressure. The patient used additional drops that samples were provided to help with intraocular pressure (iop). There are two medical device reports associated with this patient, this report is for left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two other complaints reported for the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was retuned in a clear water-like liquid inside specimen cup. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company lens, 22.0 diopter extended 1.5 diopters of focus) lens was replaced with a non-company monofocal 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the explant is performed for left eye.